Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy procedure, the device did not fire completely. The blade retracted and device opened before the complete firing. It was also reported that device is out of warranty. The device was rebooted, and the handle was replaced to complete the case. There was no patient injury.